Manufacturer narrative:
Due to character restrictions in telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) device could not be powered on and the backup battery could not be charged when in use. There was no patient involvement.

Manufacturer narrative:
Corrected fields: g2. Additional information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit, checked the fault code records and was able to verify the reported issue. To fix the issue, the fse replaced power supply monitor pcb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).